Event description:
It was reported that this patient was in the hospital and the right ventricular (rv) lead pacing impedance decreased from 400 to 220 ohms. Subsequently, the pacing impedance came back up to decrease again to out-of-range measurements of less than 200 ohms. No noise or oversensing have been noticed and all other measurements are adequate. The patient is not therapy dependent and will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.